Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The customer reported lack of growth when testing a patient sample in conjunction with chromid candida agar ((B)(4) - lot 1003875550 expiry 29-jun-2015) whereas microscopic examination of the concerned specimens revealed the presence of candida. The customer stated the same patient sample was inoculated via alternate method (rice agar) and growth of candida species, mostly c. Albicans, was observed following incubation. The customer stated that no (B)(6) results were reported to a physician. The customer has not claimed any injury, death, unnecessary medical procedure or negative impact to the patient due to the chromid agar behavior. Patient isolate submittal has been requested. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
The customer did not submit isolate strains for internal testing. The internal investigation was conducted using chromid candida retained samples of the same lot as that used by the customer (ref. (B)(4), lot 1003875550), and using the same strains as used during product release testing. All results were in accordance with specifications: good growth in 48 hours of candida albicans with characteristic blue colonies (atcc 2091 and atcc 10231). Good growth in 48 hours of candida tropicalis and candida kefyr with characteristic pink colonies (atcc 9968 and atcc 1162). Inhibited growth of other strains. Review of the associated manufacturing batch record confirmed no documented anomaly to explain the customer report of no growth of candida strain. The batch sterilization time and the results of the microbiological quality control were accordance with specifications. The issue reported by the customer could not be duplicated. The investigation concluded that the performance of chromid candida ref (B)(4), lot 1003875550 is within specification.